Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable thyroid results from three samples for the same patient when testing for free thyroxine - ft4 ii, free triiodothyronine - ft3, and thyrotropin - tsh. The samples were run on a roche e602 module, a siemens centaur, and an abbott architect. The serial number for the roche e602 was requested but not provided. There was no adverse event. This MDR is to report results obtained with the tsh reagent. Refer to the MDR with (B)(6) for the report on the ft4 ii reagent. Refer to the MDR with (B)(6) for the report on the ft3 reagent.